Event description:
Caller states patient received the following results on the advantage system while using comfort curve test strips within 10 minutes: 425 mg/dl, 275 mg/dl, and 167 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.